Event description:
It was reported that since initial implant in 2014, when patient turned stimulation on in the morning he normally felt tingling in his fingers, a surge in his jaw and face that went away. This continued with his 3rd ins (implantable neurostimulator) implanted on (B)(6) 2015. The indications for use for this patient were essential tremor and movement disorders refer to manufacturer report # 3004209178-2016-12106 for 1st ins implant and # 3004209178-2016-12112 for 2nd ins implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.